Manufacturer narrative:
The report event of lead broken was confirmed. As received, microscopic inspection showed the returned lead found a kink on tubing and all the internal lead wires broken.

Event description:
It was reported that patient experienced ineffective therapy due to a fractured lead. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.